Event description:
Event description guidant received information that elevated thresholds were observed with this right ventricular lead. The lead was found to have microdislodged and was subsequently removed from service. A new lead was implanted without further incident.